Manufacturer narrative:
Additional information has been requested. Device was not explanted. Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided. Synthes is unable to determine manufacturing date without a lot number.

Event description:
Patient with pseudarthrosis was implanted with zero-p. A non-union was noted at c4-c5. Zero-p was not removed. Patient was revised to a posterior spinal fusion at c4-c5 with screws.